Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was tilting out and rubbing on the patient¿s waist band of his pants. The patient state that he didn¿t know when the issue occurred, he just felt like it gradually happened. The doctor performed a pocket revision on the day of the report and the issue resolved. There were no further complications reported or anticipated.